Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited an unspecified anomaly. The physician elected to no longer use the lead and replace it. The patient was doing fine post surgery. No additional information was reported.